Event description:
It was reported that patient presented for device change out due to normal eri. Upon review of fluoroscopy physician suspected externalize conductors. All electrical measurements were in range at time of change out. Patient presented for three week post follow up and an alert for non-sustained lead noise was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.